Manufacturer narrative:
(B)(4). Unit passed displacement test and self test. Pump error 63 confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures alarm during self test. The customer¿s blood glucose level was 133 mg/dl at the time of incident. Customer was able to clear the alarm and able to rewind the insulin pump. The customer was advised that the insulin pump needed to be replaced and revert to the backup plan. The insulin pump will be returned for analysis.